Event description:
Per the clinic the device was explanted on (B)(6) 2023 due to improper placement of the implant. There are no plans to reimplant the patient with a new device as of the date of this report.